Manufacturer narrative:
The reported events were the insulation damage and unable to implant. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of the insulation damage was not confirmed. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the physician had difficulty positioning the right ventricular (rv) lead and alleged the insulation of the distal lead was damaged. The rv lead was exchanged. The patient was stable and in good condition.